Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the infusion set's tubing came apart at the infusion site. Reportedly, there was stress or pull on the tubing during the night and the pump was not dropped with the set in place. No further information was available.